Event description:
It was reported that the patient¿s implantable neurostimulator (ins) battery had been dead for 5 months prior to the report. It was reported that the patient met with a manufacturer representative prior to the report and theycouldn¿t get the patient¿s system to recharge. The patient noted that they would need a new implant and lead wire. The patient thought that the lead wires would need to be moved to the other side. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), (B)(6) 2013, product type; lead. (B)(4).

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) was not dead, the patient was on a lot of medication and confused. The ins battery was full. They were unsure if the issue was with the ins or the lead. They were going to have their ins taken out and a pain pump implanted because the ins did not work. The patient had a doctor's appointment on (B)(6) and they wanted to meet a manufacturer representative there.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4),.

Event description:
It was reported that the patient had never had therapeutic effect. Their doctor noted that the device was malfunctioning.